Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, burning/smoke/electrical odor, particles in airway from device, device had a burning smell, that the device was not turned on/device was not functioning/other thermal issue an issue related to CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown white and black contamination (dust-like) inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown white, contamination (dust-like), in the iso port (international organization of standardization.), dust-like contamination on top and bottom of the blower motor and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure from external and internal inspection. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied good power supply and power cord to the device and verified airflow. Manufacturer is unable to directly address the symptoms. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination, water ingress, keratin in the device and are consistent with being from an external source, there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.